Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not received.

Event description:
It was reported that, during an initial implant procedure, the patient experienced a csf leak following the initial lead placement. The lead was cut, and explanted and replaced. The patient reported they were experiencing a mild headache following the procedure, and was instructed to lay flat and increase fluid intake. The patient is currently stable and experiencing no issues.